Event description:
It was reported that the pt felt the pt notifier and came into the clinic for a check. The rv pacing lead impedance was low out of range. Noise and high capture threshold were also noted. The device was reprogrammed and the pt will continue to be monitored.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.